Event description:
Procedure: hysterectomy. According to the reporter: one needle dislodged from the device during use ((B)(4) lot n4c1675x) needle dislodged without pushing black buttons forward. The prongs were not extended at time of release. The surgeon attempted to reload needle inside patient and the needle tip broke off. All parts of the needle were retrieved. Surgeon then completed vaginal cuff closure using traditional laparoscopic suturing with vloc suture.

Manufacturer narrative:
(B)(4)